Manufacturer narrative:
(B)(4).

Event description:
It was reported that he renasys touch device gave a "container full" alarm without being full. A new 300 ml container was placed but the device kept giving the same alarm. The cure, the sealing system is modified and it keeps failing. This happened on wednesday 12/9, again on friday 12/11 and for the last time on monday 12/14. It must be because both the 300ml containers and the renasys sealing kits are not batch-optimized. New batches were placed and there were no alarms. No delay nor patient harm reported. All non-optimized material was removed from the hospital.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All additional information provided was reviewed, we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable cause maybe a component failure. No batch /lot number has been provided rendering a review of the device history not possible. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.